Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: catheter; product ID: 8780, serial#: (B)(4), implanted: (B)(6)2020, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(4), ubd: 10-feb-2018, UDI#: (B)(4); product ID: 8780, serial/lot#: (B)(4), ubd: 03-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving fentanyl 150 mcg/ml for a total dose of 0.90 mcg and bupivacaine 40 mg/cc for a total dose of 0.240 mg/day via an implantable pump. It was reported the patient had a possible infection. The patient had a newly implanted 8780 catheter and the old catheter was left in the patient's body. The catheter and the pump worked well, but there was a possibility of an infection. The patient had elevated white cell count. There was no fever or neck stiffness, but the doctors were suspecting a spinal infection. It was unknown what may have contributed or led to the issue. Diagnostics/troubleshooting included tests. Actions/interventions included surgical intervention where the pump and catheters (full system) were explanted on (B)(6) 2020. The pump will be returned and was in the possession of the hospital, the catheter serial number (B)(4) was discarded, and the customer refused return for the catheter serial number (B)(4). It was noted the pump and catheters will be replaced on a later date. It was unknown if the issue was resolved. The patient's status at time of report was alive, no injury. The patient's weight and medical history were asked and will not be made available. The event date was (B)(6) 2020. No further complications were reported.